Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 4.0 x 18 mm multi-link 8 stent was used for treatment of the blalock-taussig shunt in a pediatric patient with arteria pulmonalis incompetence. Pre-dilatation was performed with a 4 mm non-abbott balloon catheter followed by deployment of the 4.0 x 18 mm multi-link 8 stent at 10 atmospheres. Good expansion was confirmed with angiography. During retraction, the stent delivery system (sds) caught with the sheath. The device was cut off at the proximal shaft, and about half of the device was able to be pulled into the sheath, however, further retraction was difficult. A pool of contrast was observed in the distal part of sds. Negative pressure was applied with an inflation device several times, but the sds still could not be removed. Incisions were made in a 5f sheath to widen the sheath tip and the sds was able to retrieved from the anatomy. The right external iliac artery (eia) occluded with thrombosis due to the need to exchange from a 4f to 5f sheath. The patient has a cold feeling to the touch, but no worsening of symptoms. No treatment was performed for the thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual, functional and dimensional inspection was performed on the returned device. The reported difficulty to remove and deflation issue could not be replicated in a testing environment as the device was returned cut at the proximal shaft. A conclusive cause for the reported deflation issue could not be determined. The investigation determined that the reported difficult to remove appears to be related to the use error. It should noted that the instructions for use (IFU) states: the minimum guiding catheter compatibility for a rx multi-link 8 4.0x18 mm is a 5 french. In addition, the IFU states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. It was reported that the procedure was to treat a shunt. It should be noted that the IFU states: the multi-link 8 coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions, restoring coronary flow in patients experiencing acute myocardial infarction and patients with symptomatic ischemic heart disease due to lesions in saphenous vein bypass grafts. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect of thrombosis as listed in the multi-link 8 IFU is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The reported treatment appears to be related to circumstances of the procedure; however, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Subsequent to the previously filed medwatch report, additional information received as follows: the contrast media remained inside of the balloon and could not be pulled into the sheath when attempted to remove the device from the anatomy. Thus, negative pressure was applied several times but was unable to pull into sheath completely. The pool of contrast was not confirmed during deflation with angiography so it was judged that the balloon did not fully deflate. No additional information was provided.